Event description:
Active pt in a wheelchair with catheter in antecubital fossa, completed a 4-day course of therapy. The next day during a routine visit, pt stated catheter had leaked the day before. Rn uncovered dressing and found catheter hub fragment but no catheter. X-ray performed and catheter fragment identified in pt's r-pulm. Artery. Catheter successfully retrieved using a snare device from the femoral vein. Pt discharged home the same day without complications. X-ray confirmed catheter was retrieved successfully.